Event description:
An ophthalmic surgeon reported the cutter of the vitrectomy handpiece was not working during a procedure. They shut down the machine, reprimed, and checked the settings on the vitrectomy step but the cutter still was not working. The vitrectomy procedure was completed using a manual technique. There was no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).